Event description:
The customer returned the device stating, ¿the wire got snagged, and then got disconnected during upgrade¿; during device evaluation it was found that the downstream occlusion (dso) seal was lifting. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the customer reported issue was confirmed by performing visual and functional testing, found device software needs to be updated to the latest version. Further investigation found the downstream occlusion (dso) seal is lifting. Replaced dso seal, and updated software. The device passed functional testing after the repairs. The product's service history records were reviewed and there was no indication that the complaint was related to the service of the device within the review period.